Event description:
Needle breakage 8th passage through tissue, the needle is removed from its housing. It broke at the time of the checking. No consequences to the patient-another like device was used. Our affiliate indicated on (B)(4) 2014 that the complaint device broke inside the patient, and all pieces were removed out of the patient.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage 8th passage through tissue, the needle is removed from its housing. It broke at the time of the checking. No consequences to the patient-another like device was used.our affiliate indicated on (B)(6)-2014 that the complaint device broke inside the patient, and all pieces were removed out of the patient.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. A lot review has been conducted and the results indicate that this batch of product was processed with an unrelated nonconformance with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed no other complaints for this lot of 2985 devices that were released to distribution. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.